Manufacturer narrative:
The report of autoreducing was confirmed. Analysis of lead extension a found it was returned complete. Microscopic inspection of the lead found area approximately 12.9cm from the terminal end where all internal wires are broken and when inspecting the terminal end contacts, the setscrew engagement marks were located on the correct contact but were not properly aligned on the contact (see images). This would indicate that lead extension a was not properly inserted into the header. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is unknown. A patient experiencing autoreducing due to high impedance was reported to abbott. The patient lead extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18129. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.